Event description:
The product was used during an aortic aneurysm repair on 2/20/97. Reportedly, the pt returned to the hospital on 7/18/97 complaining of chest pain. The surgeon performed a re-operation to repair the separated suture line.